Manufacturer narrative:
The device was not returned for evaluation. However, films were supplied for review which found that the plate was broken and the screws backed out.

Event description:
Allegedly, the patient underwent a triple arthrodesis using 7mm muc screw, 2 x 20mm claw plates. The talar navicular joint screws backed out, the calcaleal cuboid joint broke into 4 pieces. Patient was of average weight non diabetic as far as we are aware she was compliant. Revision was completed. Please look into why the plate failed.